Manufacturer narrative:
Concomitant product(s): product ID: 3058, serial# (B)(4), implanted: 2(B)(6) 014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they still had to catheterize after the replacement in (B)(6) 2016. The patient noted that her bladder had ¿been dead for 6 years, it was 2011.¿ it was noted this was prior to the stimulators being implanted. The patient noted they kept messing with the settings and both devices worked, but the patient still couldn¿t do anything on their own. The patient could only catheterize to get urine out so the hcp wanted to go back in to do a reset, the patient did not want to, so they did not. The patient noted they never got a reason why their bladder stopped working. The patient stated she had both of the interstims removed on (B)(6) because they had multiple sclerosis (ms) and the hcp didn¿t think having the interstim would help. The patient noted they had surgery to get a foley catheter implanted. The patient noted she read that the interstim could give you urgency for a bowel movement and said she had 8-12 bowels movement a day, since they took the device out she had not been able to have a bowel movement. The patient noted their stomach wasn¿t making noises or moving at all. The patient wanted to know if her lack of bowel movements was ¿because their colon has stimulation so much for the past 5 years that their colon was dependent on the stimulator to go to the bathroom. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.